Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jan-2018 with the following findings: a review of the pump¿s black box data showed no evidence of ¿cs 128-fxxx¿ call service alarms. During visual inspection of the pump, it was observed that there was evidence of moisture corrosion observed in the battery compartment. The returned battery cap was able to fit securely onto the pump. The pump¿s ¿ez-prime¿ steps were performed correctly and all the current readings were within specification. The investigation was unable to duplicate the initial complaint. The pump¿s cover was removed and there was no further evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue; alarms appear in alarm history 3 or more times within 30 days. There was no indication the product caused or contributed to and adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.